Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain it was reported that on (B)(6) 2019, the patient lost their balance and had a bad fall. They fell and landed on their back/shoulder area and on the "disk". Their pain from their nerve damage in their legs behind both knees and both hips was way worse than before; they were in so much pain. They were taken to the hospital, and were told they didn't have any broken bones, but were given oxycodone. It was noted that the patient was scheduled to see their doctor on (B)(6) 2019, and requested a manufacturer representative (rep) be present at the appointment. The rep confirmed they would see the patient at the appointment. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep clarified that the patient was in outpatient treatment. The rep said that there were no device issues identified and the patient's pain had been resolved. No further complications were reported.